Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event estimated (B)(6) 2021.the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that an unspecified whisper guide wire was advanced to the lesion and an unspecified balloon was advanced for pre-dilation and removed from the anatomy with no issues. However, an unspecified stent delivery system was attempted to be advanced over the whisper guide wire, but got stuck and did not progress. It was noted that the guide wire loses its hydrophilicity. There was no adverse patients effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire and stent delivery system may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot number were not reported. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.